Event description:
The service report shows that the device became inoperative on a patient. There was no patient harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device and verified the malfunction. The appropriate parts were replaced in accordance with the service manual. The unit then pass extended self testing.